Manufacturer narrative:
The handpiece cord will not be returned to the MFR for eval based on this event. The customer advised they are not going to release the cord. Therefore, the reported condition of the cord causing a drill to run on its own during usage could not be confirmed.

Event description:
It was reported that a handpiece cord caused a drill to continue to run on its own during a surgical procedure. The case was completed successfully with a backup cord. There was no medical intervention and no procedural delays. There were no adverse consequences reported as a result of this event.